Event description:
A call to technical support was made on 6/27/2013 stating that psa cables from medtronic do not clamp tightly enough onto connector tool for leads which caused increased procedure time. It was also stated that this has been happening at different hospitals. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)